Manufacturer narrative:
Additional information: d4, g3, h2, h3, h4, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent procedure delay remains unknown.

Event description:
During a supraventricular tachycardia case, the dws was unable to connect to the amplifier and generator which caused a delay. The amplifier was flashing green when the generator was on. The optic fiber ports at the back of the dws was checked to be flashing green lights. The optic fibers between the ensite dws and amplifier as well as between the ensite dws and generator were exchanged which did not resolve the issue. The ensite dws and amplifier was rebooted in an attempt to restore connection, however the procedure was completed without using ensite. There were no consequences to the patient.